Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain. On the same day, the patient was hospitalized and began treatment with vancomycin ip (2 grams, once in 5 days) and ceftazidime (2 grams, daily) ip for peritonitis. The cause of the peritonitis event was unknown. Two days after admission to the hospital, the patient was discharged. At the time of this report, the patient was recovering from the event and pd therapy was ongoing. No additional information is available. This is report 3 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13k14046 and h14c05080 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).